Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information is not anticipated for this report. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that five knives were blunt during separate cataract surgeries. Alternate knives were obtained in order to complete each procedure. There was no impact to any patient. Additional information is not anticipated.

Manufacturer narrative:
To date, no sample has been received at manufacturing for evaluation for the report of knives being blunt therefore, the condition of the product could not be verified. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. Photos attached to the parent complaint were reviewed by the manufacturing site. The four photos show six 1.2mm knives and six 2.4mm dual bevel knives mixed together among two blisters not related to the complaint files. The 1.2mm knives belong to (B)(4). The 2.4mm knives belong to (B)(4). The reported issue of blunt knives cannot be confirmed from the photos. As no sample has been received by manufacturing to date and the device history record review of the lot number provided indicates that the product was processed and released according to acceptance criteria, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Five opened knife samples were received loose in a zip top bag for the report of being blunt. The returned samples were visually inspected and all were found to be nonconforming with damaged tips and damaged cutting edges. Penetration testing could not be performed due to the damaged condition of the samples. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The exact root cause for the damaged knife samples is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tips and damaged cutting edges exhibited on the returned opened samples, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).